Event description:
It was reported the right common iliac dissected upon removal of the gore 22fr introducer sheath. The clinician surgically repaired the vessel with a vascular graft. Pt status is stable. The device was not returned for evaluation.